Event description:
It was reported that on two separate occasions (today and once prior), the "spinning spiros closed male luer, red cap" has disconnected from syringe with little force needed. This creates the possibility of chemo or other medications to leak from syringe and loses sterility.